Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, high hv pacing lead impedance was noted. Decrease in sensing and high capture threshold were also observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.